Manufacturer narrative:
Philips service cleaned the pc and tested the system and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the monitor intermittently goes black during procedures due to pc overheating on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.